Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 2 was analyzed and installed onto a golden system where the error 32056 was triggered, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where automatic gain control (agc) current was found to be failing on the yaw. Once testing was completed, the yaw searchlight flat flex cable (ffc) was tested and was verified to be the source of the fault. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted groin dissection surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had error 32056 on universal surgical manipulator (usm) 2. The tse reviewed the logs and found issue with usm 2. The tse had the customer perform a hard power cycle, but the issue was not resolved. The tse informed the customer that usm 2 would need to be replaced to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the customer reported that the issue was identified prior to starting the procedure pre-anesthesia and ports were not placed prior to the issue being identified. The procedure was a groin dissection procedure. To troubleshoot the issue the customer disabled the arm as the surgeon could not use arm 2 for the procedure. The procedure was completed robotically with 3 arms.